Event description:
It was reported that a 3-way solution administration sets tubing separated from the drip chamber. This malfunction occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with an issue noted during the manufacturing process. Due to a disconnection issue found on a prior batch, all units of this batch (14d08v229) were reworked and pull tested at the tube to chamber junction. This lot then met the release criteria. Should additional relevant information become available, a follow up report will be submitted.